Event description:
The account alleged that the patient position module did not alarm when the patient left the bed and the patient fell and was injured. The account alleged the patient had a head injury from the fall.

Manufacturer narrative:
The technician investigated and the account stated the patient was fall risk and had been in hospital for two weeks. The account stated that the patient position module alarm functioned up until the alleged incident. The nurse alleged that the alarm was set with all the side rails up when the patient got out of bed. When the nurse arrived in the room she found the patient on the floor with blood on his head. The nurse stated there was a cat scan performed on the patient but would not release any information on the injury other than there was treatment. The account stated they tested the bed exit alarm and it would not set. The technician stated the accounts maintenance alleged the communication cable had an issue with not being able to be plugged in correctly. The technician found the bed exit alarmed as designed while investigation the bed.